Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 28 mm amplatzer amulet device was chosen for implant on (B)(6) 2022. During the procedure, the device was placed successfully without complication on the first deployment attempt. The patient was discharged the following day without consequences. The patient returned to the hospital complaining of chest pain. Further tests confirmed a pericardial effusion. A drain was placed for treatment and 450 ml of blood was removed. Active clotting time was monitored during procedure and remain within ordered range during procedure. The patient is stable and doing fine.

Event description:
N/a.

Manufacturer narrative:
An event of chest pain and pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications.